Event description:
It was reported the subject device the knife wire broke when electricity was applied. The issue was found at therapeutic endoscopic retrograde cholangiopancreatography procedure and was completed by replacing it with another one. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device the knife wire broke when electricity was applied. The issue was found at therapeutic endoscopic retrograde cholangiopancreatography procedure and was completed by replacing it with another one. There were no reports of patient harm.